Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the skin graft mesher (B)(6) by dover on 13 april 2020 revealed that pre-test calibration and test cut could not be performed due to a bent comb. The bottom roller bar had some wear. Product repair of the device was performed by dover on 13 april 2020 which included replacement of the following: comb, bottom roll bar the device, serial number (B)(6) was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the blade was bent. Date and timing of event was unknown and no harm reported. No further information provided.